Event description:
In 1/2003 the end-user called disetronic and stated that pt was hospitalized for hyperglycemia. Pt no longer has the infusion set that pt was wearing but states that sometimes the soft cannulas are bent when pt removes them (customer has been ill for over three weeks with pneumonia and bronchitis). In 1/2003 maersk medical a/s received the complaint, no samples returned.